Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial subsidence and loosening. Loosening occurred at the bone/cement interface. Depuy cement was used.

Event description:
Medical records received ad 17 jun 2019 were reviewed on 10 jul 2019 for MDR reportability. Primary operative notes (B)(6) 2013 indicate the patient received a right total knee replacement due to pain and osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2016 indicate the patient received a right total knee revision due to pain, swelling and failed right total knee arthroplasty, secondary to tibial component subsidence and loosening. The surgery was completed without indication of complication by the surgeon. Please note, the loosening interface of the tibial component is not clearly identified within the revision operative notes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture the surgical intervention.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.